Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no indication of a lot specific product issue. It is likely that the patient anatomy contributed to the reported single leaflet device attachment (incomplete coaptation). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that on (B)(6) 2018 two mitraclips nts were implanted in the patient with grade 4 degenerative mitral regurgitation (mr), reducing mr grade to trace. On (B)(6) 2019 the patient underwent a second mitraclip procedure for recurrent mr grade 4 due to disease progression. The two original mitraclip nts were stable and attached to both leaflets. At the reclip procedure, the mitraclip ntr was implanted reducing mr to grade 3 without incident. During grasping with the second mitraclip ntr, the first ntr had a single leaflet device attachment (slda) ; there was no contact with the two ntr clips. The second ntr was implanted successfully to both stabilize the slda clip and reduce mr grade to 2-3. Although there was no adverse patient sequela, the patient will undergo an elective mitral valve surgery in the future for further mr reduction. No additional information was provided.